Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/15/2021. H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one q-syte and three photos. During the visual/microscopic examination, it was observed that there was no slit in the top disk, confirming the reported defect. Missing slits can occur during the manufacturing process. Therefore, the defect was related to manufacturing. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that a q-syte closed luer access device had was deformed and had flow issues during use. The following was reported by the initial reporter: "according to the customer's report, the septum was not opened (it seems that there is no slit in q-syte)."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a q-syte closed luer access device had was deformed and had flow issues during use. The following was reported by the initial reporter: "according to the customer's report, the septum was not opened (it seems that there is no slit in q-syte)."